Event description:
Additional information received reported that brand of baclofen was gablofen.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 800 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2016, it was reported that the patient had had periodic withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. An x-ray was done. The catheter was replaced. The patient status was reported as ¿alive ¿ no injury.¿ the issue was resolved. Additional information was received on 28-jul-2016 from an hcp and it was reported that the patient started having symptoms in 2016. The catheter was replaced because it had a ¿figure 8 deformity¿ within the spinal canal. Per the reporter, this was longstanding, but because the patient had symptoms they elected to replace the catheter. The x-ray results were noted as ¿visualized overlap in the csf (cerebrospinal fluid) of the catheter.¿ the cause of the withdrawal symptoms was not determined. Post op, the patient¿s pump dose was reduced. The hcp turn the pump up and she had been fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.